Event description:
A customer reported receiving an error 658 on the display of their precision xtra blood glucose meter. It was then discovered during the course of troubleshooting with adc customer service that the date and time for their meter would not remain properly set. The customer also reported using their meter with the precision link data mgmt sys. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.